Event description:
The customer reported that she was hospitalized due to high blood glucose levels and kidney problems. The customer's blood glucose reading at the time of admission was 385 mg/dl. The customer stated that her blood glucose levels were not coming down despite the basal rate and bolus delivery. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.